Manufacturer narrative:
Monitor returned for evaluation. The reported problem (will not power on - stuck on splash screen) was confirmed. The evaluation of the monitor confirmed the service codes 104 and 107 and the monitor was unable to boot up. The sd card was defective. The root cause for the damaged backup battery wire could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up properly.